Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this insertable cardiac monitor (icm) was implanted in a patient currently breastfeeding. The physician noted the implant incision was suppurating fluid that was suspected to be milk. The device was explanted. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The device was discarded by the explanting facility.